Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the patient noticed that the set program wasn¿t helping her as much as time went on after the implant. In (B)(6) 2019, the patient had been experiencing pain from the implantable neurostimulator (ins) site that would travel up the right side of her neck and into her face; the pain was worse when the ins was on. The patient also stated that there was pain behind the ins when pressure was applied. The factors that might have led to the issues were unknown. The patient received an examination by the doctor; there was some swelling behind the ins, and it was discovered that the ins was not centered below the incision and it felt like it migrated. To treat the problems, the rep gave the patient some rx pain and anti-inflammatory pills to assist, advised the patient to follow-up with the doctor in three weeks and was given alternate programs. It was unknown if the issues resolved at the time of the event and the doctor planned on doing a pocket revision if the issues did not resolve. There were no further complications reported or anticipated.